Event description:
After using the malyugin ring, surgeon demonstrated to resident how to use it properly when a piece of it broke off. There was no patient contact when the piece broke off, and it did not cause any harm to the patient as it was not near the patient when this happened.